Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush heads popped off in my mouth - oral-b [device breakage]. Case narrative: consumer called and stated that brush head popped off in mouth while brushing. No injury was reported.